Manufacturer narrative:
Additional information: b5, g3, h3, h6. Complaint allegation is confirmed by x-ray provided and attached to the complaint, which shows the implant was broken. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Per dfu-0182-eo - ibalance® uka system - c. Contraindications: 1. Insufficient quantity or quality of bone. 7. An overweight or obese patient can produce loads on the prosthesis which can lead to failure of fixation or failure of the device itself. 8. Severe deformity and/or recurrent subluxation of the knee joint. D. Adverse effects: 6. Postoperative symptoms include, but are not limited to: pain, persistent swelling, stiffness, limited range of motion, or incomplete resolution of preoperative symptoms. 7. Periarticular calcification or ossification with or without impediment of joint mobility. 8. Incomplete range of motion due to improper selection or positioning of components. 9. Fatigue fracture of the implants e. Warnings 7. The surgeon must not allow damage to polished bearing surfaces because this may accelerate wear of the components. Any alteration or damage to a component may result in failure under load. Any prostheses so damaged must not be used. 9. Preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the device, are important considerations in the successful utilization of this device. The appropriate arthrex delivery system is required for proper implantation of the device. 10. Postoperatively and until healing is complete, the fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device. The most likely cause of this failure can be attributed to patient specific event due to over time, cyclic loading from normal daily activities can lead to fatigue failure in orthopedic implants. If the baseplate experienced repeated stress beyond its fatigue limit, microcracks could have formed and propagated, eventually leading to fracture, if the tibial tray was not optimally aligned during the initial surgery, it could have led to uneven load distribution, increasing stress on specific areas of the baseplate. This can accelerate wear or cause structural failure, bone resorption around the implant (osteolysis), often due to wear particles from the polyethylene bearing, can reduce the support for the baseplate, making it more susceptible to fracture under normal loads, and/or factors such as high body mass index (bmi), high activity level, or underlying bone quality issues (e.g., osteoporosis) can increase the mechanical demands on the implant, contributing to premature failure.

Event description:
Additional information received on 6/9/2025: according to the sales representative, the patient did undergo a revision surgery; however, it was performed at a different facility by a different surgeon. No additional information regarding the revision procedure is currently available.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 8/6/2024, it was reported by a sales representative via email that an ar-513-t4 ibalance tka tibial tray modular size 4 baseplate fractured two years post-operation. An ar-524-psc9 ibalance patella implant, dome, vit e, 34 mm x 9 mm, an ar-516-5r ibalance tka femoral implant ps, cemented, size 5, and an ar-523-b408 tibial bearing were also implanted on 7/21/2022. The patient is experiencing swelling and pain. There was no recorded traumatic accident or incident that happened to the patient to cause the baseplate to break. All the implants remain in the patient and has been scheduled for revision surgery.